Event description:
The patient was undergoing a coil embolization procedure using penumbra coil 400 (pc400) coils. The physician was unable to advance a pc400 coil through a px slim delivery microcatheter. The pc400 coil was removed with the slim microcatheter. The procedure successfully continued using the slim microcatheter and additional coils. There was no report of an adverse effect on the patient.

Manufacturer narrative:
Conclusion: the product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital discarded the device.